Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "bad motor" was not confirmed and not reproduced. The root cause was not confirmed and there were no repairs made to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no abnormality observed. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "bad motor." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.